Event description:
It was reported that the patient experienced difficulty pairing their implantable cardioverter defibrillator to their merlin mobile application. The patient presented in clinic, and it was found that the device had gone into back-up operation due to an unspecified cause. The device was successfully restored to nominal settings. There were no patient consequences.

Manufacturer narrative:
The reported event of an inability to pair following a spontaneous unpairing was confirmed. The provided information was reviewed by abbott engineering and it was determined that the device had entered bvvi (power on reset), although the reason for the device entering this state was unable to be confirmed.